Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 350-380 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, customer believes that insulin resistance contributed to their elevated blood glucose. Recommendation was made to consult with their health care provider to discuss diabetes management.